Manufacturer narrative:
(B)(4).

Event description:
The customer had a recurring issue of high a1c-2 tina-quant hemoglobin a1c gen.2 results for patient samples over two days. They stated the results were 7-15% for a patient population that did not normally run high. The samples were repeated on another cobas integra 800 analyzer and they had to send 133 corrected reports. Data was provided for 193 patient samples, of which the results for 129 were discrepant. Refer to the attachment to the medwatch for all patient data. The repeat results were believed to be correct. One patient had their therapy changed based on the incorrect result. However, the customer did not have any further information. Information concerning which of the provided results were associated with this patient was not provided. No adverse event reported. The reagent lot number and expiration date were requested but were not provided. The field service representative found there was an issue with the syringes and replaced all of the syringes and all probes. He replaced all pumps, rebuilt the vacuum pump, and replaced the optics kit. He performed all necessary diagnostic checks and had the customer run calibration and qc with all results within range.